Event description:
The article, "hybrid transcatheter aortic valve replacement for mechanical valve dysfunction in a marfan patient with previous bentall procedure: a novel approach", was reviewed. The article presented a case study of a 53-year-old female patient with marfan syndrome. It was reported that on an unknown date, a 19mm masters series heart valsalva aortic valves graft with graft was chosen for bentall procedure. It was then reported 28 years post-procedure, the patient was hospitalized for heart failure and acute anemia secondary to combined upper and lower gastrointestinal bleeding. A transthoracic echocardiography (tte) revealed severe aortic valve stenosis. Computed tomography angiography (cta) showed normal leaflet motion with no evidence of thrombus or pannus. A decision was made to perform redo-aortic valve replacement. The 19mm masters valve leaflets were removed using a rongeur, leaving a smooth annular ring in place. A 20mm edwards sapien 3 ultra resilia transcatheter valve was placed in the annulus of the 19mm masters valve and crimped into position. Under direct visualization, the 20mm edwards sapien 3 ultra resilia valve was gradually expanded into position, ensuring unobstructed coronary ostia flow. Three tacking sutures were placed at the tops of the commissures, securing the valve to the aortic wall. The post-operative course was uneventful and the patient was discharged in stable condition. [The primary and corresponding author was (B)(6), department of (B)(6) hospital, (B)(6), with corresponding: (B)(6)].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: hybrid transcatheter aortic valve replacement for mechanical valve dysfunction in a marfan patient with previous bentall procedure: a novel approach.

Manufacturer narrative:
As reported in a research article, hybrid transcatheter aortic valve replacement for mechanical valve dysfunction in a marfan patient with previous bentall procedure a novel approach. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: hybrid transcatheter aortic valve replacement for mechanical valve dysfunction in a marfan patient with previous bentall procedure: a novel approach